Event description:
It was reported that an electrode broke during a procedure.

Manufacturer narrative:
Final investigation showed that the cutting loop of the device was broken. The piece that broke off was returned with the device. It was not possible to determine what caused the cutting loop to break during use.